Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 due to fluid loss. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump was implanted at the surgery.